Event description:
It was reported that during a laparoscopic cholecystectomy most but not all of the clips were scissoring when being clipped. The clips were not removed. Another device was used to complete the procedure. There was no delay and no pt injury. It was noted that the surgeon counted seven or eight clips and "was certain" that there had not been 10 clips in the device.

Manufacturer narrative:
Final device investigation: the device was empty of clips when returned and could not be function tested. There was one clip returned with the device that did not meet the standard for clip alignment and pinch, but was not scissored. The jaws of the device appeared to be in proper alignment, and the clip retainer was in proper position.